Event description:
It was reported to medtronic neurosurgery that during the operation the device was found to leak after coming in contact with the pt, and that was replaced with a new device to complete the procedure. According to the report, the pt appeared "overall ok" after the operation. No adverse impact or injury to the pt was reported.

Manufacturer narrative:
The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.